Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR on august 4, 2017. August 14, 2017; additional information: siemens healthcare diagnostics inc. Determined that the precision tests recovered better when the dilution pipetting probe (dpp) line was bypassed. Siemens stopped investigating and troubleshooting the issue based on an agreement with the customer. The cause of the discordant low results obtained on multiple assays on the advia 1800 instrument is unknown. No further evaluation of this instrument is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant low results obtained on multiple assays on the advia 1800 instrument. The fse performed a system decontamination, replaced the reaction tray (rrv) cuvettes, replaced all probes and pump seals, cleaned the external photometer lenses, decontaminated the deionized (di) water station-including the pipe lines, checked and cleaned all hydraulic lines and bottles. The fse also performed many precision tests and the results did not recover within expected ranges. To isolate the cause of the issue to the dilution pipetting probe (dpp) line, the fse diluted a sample and fixed the diluted sample cup at the sample pipetting probe (spp) aspiration position after disconnecting the dilution tray wash unit (dwud) and removing the dilution tray turntable (dtt). The fse performed a precision test and the results recovered well. The fse inspected the dtt line and found no issues. Siemens is investigating the issue.

Event description:
Discordant, falsely low calcium (ca), creatinine (crea), and direct bilirubin (dbil) patient sample results were obtained on an advia 1800 instrument. The discordant results were not reported to the physician. The same patient sample(s) were re-run on an alternate dimension exl system, resulting higher. The repeated results aligned with the patient's clinical history and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca, crea, and dbil results.